Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (part number 10128-023 and serial number (B)(4)) was involved in a pt incident. During use with the apc/esu system in the pulmonary tract, a tracheobronchial fire occurred. Subsequently, the pt died due to severe burns involving the event. Note: the apc and esu are different part numbers but the same models that are distributed in the u.s. ((B)(4) in u.s.). The event occurred in a (B)(6) hospital.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. It appears that combustible gases involving anesthesia and/or oxygen were at such a concentration that when diathermy was applied the tracheobronchial fire occurred. Although very rare, the complication can occur due to user error. Therefore, there are several safety sections- danger, warnings, etc. In the user manual as follows: fire/explosion. In electrosurgery electric sparks and arcs occur at the instrument. Flammable gases, vapors, and liquids can be set alight or caused to explode. Flammable anesthetics. Risk of explosion to the pt and medical personnel! Risk of damage to property. Do not use flammable anesthetics when an operation is being performed on the head or thorax. If use is unavoidable, you must extract the anaesthetics before performing electrosurgery. Combustion-supporting gases, e.g. Oxygen, nitrous oxide. The gases can accumulate in materials like cotton, wool, or gauze. The materials become highly flammable. Risk of fire to the pt and medical personnel! Risk of damage to property. Do not use combustion-supporting gases when an operation is being performed on the head or thorax. If use is unavoidable, you must extract the combustion-supporting gases before performing electrosurgery. Remove any jeopardized materials (e.g. Cotton, wool, or gauze) before performing electrosurgery. Check the oxygen-carrying tubes and connections for leaks. Check the endotracheal tubes and their cuffs for leaks. Hot tissue, combustible materials, and oxygen in the tracheobronchial system. Due to apc, the tissue can become so hot that it can ignite combustible materials in the vicinity, e.g. Due to hot particles flying around. Combustible materials are, for example, plastic insulation at the distal end of the bronchoscope or a tracheal tube. However, ignition is only possible if a fire-supporting gas, e.g. Oxygen, is present at the same time. This particularly applies to highly concentrated oxygen or pure oxygen. Risk of fire to pts! Do not admit any oxygen to the tracheobronchial system directly before, and particularly during, apc. Do not admit any other combustible or fire-supporting gases (e.g. Nitrous oxide) or combustible liquids either. If apc is used for a lengthy period of time: administer the oxygen required for pt ventilation and apc alternately. The distal end of the apc applicator or probe must always be in the field of view of the endoscope before and during activation of the argon plasma. Never activate the argon plasma without visual control. Keep the argon plasma as far as possible away from combustible materials. Combustible gas mixture in the tracheobronchial system. Hemostasis and devitalization of tissue produce smoke. In conjunction with oxygen a highly combustible gas mixture develops. Risk of fire to pts! Short activation pulses reduce development of the gas mixture. Extract the gas mixture. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.